Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, tower door failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 2 was clicking and not opening due to poor contact on the micro switches. A field service engineer cleaned the contacts, tightened the components, and applied conductivity grease to the micro switches to resolve the issue. The doors were tested, and the system functioned as intended after the field service engineer repaired the device.